Event description:
Patient undergoing laparoscopic cholecystectomy utilizing ethicon ligaclip applier. Device appropriately delivered first two (2) clips then would not function any longer. Circulating rn obtained a second device and the procedure continued with no further issues. No injury to patient. Patient discharged home later the same day.